Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the surgeon used the spy device to check for perfusion at the time of the original procedure. The current patient status is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the surgeon used the spy device to check for perfusion at the time of the original procedure. The current patient status is fine.